Manufacturer narrative:
Steris is not the manufacturer of the centrisol acid concentrate subject of the reported event. Steris has notified the manufacturer, rockwell medical, of the reported event to internally investigate and evaluate for reportability. Steris is submitting this report solely in response to the received medwatch. No additional issues noted.

Event description:
The user facility reported via medwatch report mw5157961 that their sb-352 and sb-353 jugs of centrisol acid concentrate had the same color and style labels. No report of injury.